Event description:
It was reported that the customer received a continuous glucose monitor error 42.  No additional patient or event information was provided. There was no reported impact to the customer¿s blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.